Event description:
It was reported the patient felt warmth at the implantable neurostimulator (ins) site when they went outside on a sunny day or on a particularly cold day. Impedance testing had been done. Follow up with the manufacturing representative indicated the patient was receiving effective therapy and they were happy with therapy results.

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0e6gu, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).